Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a continu-flo solution set separated from the port. This occurred prior to patient use. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. Visual inspection revealed that the tubing had separated from the y site. Also, the tubing had pulled out of the top y site outlet port. The reported condition was verified. The cause of the condition was determined to be an assembly issue during the manufacturing process. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.